Manufacturer narrative:
Records demonstrate that the finished product was produced according to specifications, met all quality acceptance criteria for product release, and quality system procedures were correctly followed.

Event description:
Non-us event: consumer is located in (B)(6). Consumer reported via email that with an unspecified number of tampons, the applicator tips were open. She reported the edges were rough which made them uncomfortable to use. She did not report any adverse health effects or the need for medical attention.